Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. The insulin pump had cracked display window corner, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not performed. The device was returned for analysis.